Manufacturer narrative:
Investigation is under way.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) regarding a 29mm sapien 3 valve case by transfemoral approach; during the implant of the valve the team forgot to pull back the pusher before deploying the valve. The valve anchored well and was correctly deployed. After deployment, the team realized balloon burst, as blood was visible in the inflator. A surgical cutdown was needed to remove the commander delivery system from the femoral artery. The patient expired, however cause of death was not stated.

Manufacturer narrative:
An engineering evaluation was performed is being updated accordingly. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed on the work orders related to the manufacturing of the device and the device components that could potentially contribute to the complaint. The review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed one other similar complaint; however, no manufacturing non-conformance was identified during the evaluation. The complaints were unable to be confirmed; therefore a complaint history review is not required. Additionally, the occurrence rate did not exceed the december 2019 control limits for applicable trend categories. The IFU, system preparation manual, and system training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The physician is instructed to disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Per the procedural training manual, pull back flex catheter so it is off the balloon during deployment. Unlock the balloon lock. Slowly move back flex catheter (handle) while maintaining position of balloon catheter. Position flex tip in the middle of the triple marker. Lock the balloon lock. Additional considerations are placing flex tip on the middle of the triple marker will enable fine adjustment in either direction during thv positioning. Positioning flex tip on the triple marker prior to thv deployment will help maintain stability while ensuring unobstructed inflation during deployment. Re-lock the device after unlocking every time. When removing the delivery system completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed due to the device and applicable imagery not being available for return. Because the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. No IFU/training deficiencies were identified. A review of manufacturing mitigations supported that the balloon and the associated delivery system have proper inspections in place to detect issues related to the complaint event. Since there was no reported leakage or de-airing difficulty during device prep, it is unlikely an out-of-box issue contributed to the reported event. Per the complaint event description, ¿as per medical opinion, the cause of the balloon burst was calcifications plus pusher not retrieved.¿ the flex catheter was not pulled before deployment of the valve and leakage was observed during valve deployment. Failure to retract the flex catheter and continuing to deploy the valve can cause damage to the balloon. Additionally, calcification can interact with balloon during inflation that affects the balloon integrity and making it more susceptible to damage. Such damage likely caused the leakage observed. Furthermore, the distorted balloon profile as a result of the balloon burst can interfere with the coaxiality of the delivery system and sheath during device retrieval. As such, the distorted balloon profile can increase the difficulty withdrawing the delivery system. Available information suggests that patient (calcification) and/or procedural (not pulling back flex catheter before deployment/withdrawal of burst balloon) factors may have contributed to the complaint events. However, a definitive root cause could not be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limited, a product risk assessment (pra) is not required.

Manufacturer narrative:
Additional information was received regarding the device. The additional information was added to d.4 and h.4.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon burst was most likely due to the patient¿s pre-existing calcification and the fact that the pusher was not properly retracted prior to valve deployment. The cause of the death is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in france, at implant of a 29mm sapien 3 by transfemoral approach, during the implant of the valve the team forgot to pull back the pusher before deploying the valve. The valve anchored well and was correctly deployed. A long pacing run was necessary. No coronary occlusion, as well as no pericardial effusion were detected. Additionally, the patient did not show signs of a stroke. Post deployment the team realized the balloon had burst, as blood was visible in the inflator. A surgical cutdown was needed to remove the commander delivery system from the femoral artery. After the case, while under conscious sedation, the patient began to feel poorly and to have respiratory disorder. The patient expired but the cause of the patient death is unclear. As per medical opinion, the cause of the balloon burst was calcification in addition to the pusher not being retracted before deployment.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.